Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to scan a freestyle libre 3 plus sensor with the abbott application instead of pairing it with the ilet application, after which the ilet displayed that the sensor was in use by another device; the agent provided guidance to start a new sensor with the ilet and then contact abbott for sensor replacement. No adverse clinical symptoms reported. Outcomes included restoration of ilet sensor pairing workflow after user education. User support included customer service troubleshooting and education, including guided re-pairing steps and confirmation that the original sensor had been bound to a different app. Investigation of this case revealed user setup error leading to a connectivity and pairing conflict between the cgm sensor and the ilet, with the sensor already associated to another device ecosystem. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.